Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery, t1 was deployed but t2 cannot be deployed from the ultra fast-fix, both t's were removed from the patient. The procedure was completed with a backup device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: the reported ultra fast-fix curved assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed the delivery needle is bent on two planes. No suture or ts remain on the delivery needle or were returned for examination. Depth limiter has been trimmed to the surgeons desired length. The trigger is fully advanced and locked within the handle indicating a complete deployment. The reported complaint of non-deployment cannot be confirmed. The bending of the delivery needle likely contributed to the reported non-deployment. Per the device instructions for use under warnings ¿do not bend delivery needle¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.